Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's friend that the patient felt faint and weak because their medtronic heart device stopped under a metal detector. The device remains in use. No further patient complications have been reported as a result of this event.